Event description:
It was reported that the patients pocket had opened over the lateral aspect with clear drainage. It was also stated that the patients ipg was defective. The patient will undergo a revision procedure. Additional information was received that the patient underwent an ipg replacement procedure due to frequently charging the ipg.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket had opened over the lateral aspect with clear drainage. It was also stated that the patients ipg was defective. The patient will undergo a revision procedure.